Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. The cuff was downsized from a 5.0cm cuff to a 4.5cm cuff. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.